Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that blood glucose ran high. The blood glucose reading was 252 mg/dl. The customer treated with the insulin pump. The drive support cap appeared normal and recessed. The insulin pump passed troubleshooting. The customer did find a large air bubble in the reservoir. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The reservoir was not returned for analysis.